Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, it appears like a piece of the outer gasket was torn and detached from the device. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. However, no conclusion could be reached as to the cause of the condition, as the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during a diagnostic laparoscopy procedure a small plastic piece fell out of the trocar into the patient as the surgeon was inserting the scope through the trocar. The piece was retrieved laparoscopically. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that a 23nbs device was received with the outer gasket torn. In addition, the tyvek was returned along with the instrument. Upon visual inspection with magnification, the outer gasket was confirmed to have evidence of cuts and a piece of the gasket was found to be inside the housing of the device; no missing parts. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). In order to retrieve the broken piece from inside of the patient laparoscopically, the surgeon had to make an additional incision beyond what he normally does for this procedure.

Manufacturer narrative:
(B)(4). Maude report #: mw5071617. Maude event report reads: "we had an incident involving our 2/3mm trocar (23nbs). During the procedure, our physician introduced the trocar into the patient and then removed the bladeless tip. When the surgeon was putting the scope into the trocar sheath he saw a circular image fall out the tip of the trocar and into the patient's abdomen. He then had to place another trocar into the patient in order to remove the object that had fallen from through the trocar."